Event description:
Surgeon had used 4 clips without incident; 5th clip jammed in open position. Surgeon was unable to get it out without removing trocar. During the process, an artery was cut and needed to be repaired. Surgeon completed the procedure using a different brand device. Normal recovery is expected.